Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ (B)(4) manufactured the cable tensioner, p/n 391.201, and lot number p099483 for pos (B)(4). The supplier¿s certificates of compliance (dated 8/11/2011, 8/11/2011, and 8/19/2011 for three separate receipts of this lot) indicate the parts were manufactured to p/n 391.201 and met the required specifications. The parts were inspected and conformed to the synthes incoming final inspection sheets number (B)(4) for domestic distribution and (B)(4) for international distribution, (dated 8/23/2011, 8/16/2011, and 8/16/2011). No ncr's were generated for this lot. The 3 receipts were released 8/17/2011, 8/17/2011, and 8/24/2011. P/n 391.201 is made from drawing, (B)(4) released on july 27, 2010. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during surgery a cable tensioner was unable to be removed from the tensioner holder when the cable was tensioned. No surgical delay was reported. There is no additional information at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the present article was subjected to a functional test. It was detected, that the instrument is working without any problems. Obviously, the occurrence was caused by an incorrect manipulation. Please note our operating procedure instructions that document: "...turn the fluted knob at the end of the tensioner counterclockwise as far as possible." Manufacturing and inspection records indicated no problems with the lot in question. The new design is already available from stock. The new product was performed under the number (B)(4). As no product fault could be detected, no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.